Manufacturer narrative:
Concomitant medical products: product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an MRI technician regarding a patient who was implanted with a neurostimulator for complex reg pain syndrome type I and spinal pain. It was reported that the patient¿s implantable neurostimulator (ins) has been turned off for years because there was a loose wire. The MRI tech speculated that the ins might not be working or that it hasn't been charged, but the reason for the call was to ask about MRI eligibility. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.